Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) with papillotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire was ruptured. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second jagtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, material was ruptured. The procedure was completed with a second jagtome rx 44. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event may suggest that the cutting wire broke.